Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure since the system logs are not available. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar with tme and low anastomosis on (B)(6) 2021, the patient developed a post-operative infection on pod #13. The umbilical incision had ecchymosis consistent with pressure from the robot and some serous drainage was observed. The incision was opened, and the serosanguinous drainage was expelled. The cause of the operative complication is unknown.

Event description:
It reported that after undergoing a da vinci-assisted low anterior resection (lar) with total mesorectal excision (tme) and low anastomosis on (B)(6) 2021, the patient was discharged on post-operative day (pod) #2, the patient developed a post-operative infection on pod #13. The umbilical incision had ecchymosis consistent with pressure from the robot and some serous drainage was observed. The incision was opened, and the serosanguinous drainage was expelled. The wound was then packed with ½-inch iodoform, covered with 4x4 gauze. The infection was resolved by pod #43.